Event description:
There was a total occlusion of left iliac. Iliac stent was placed, and dr used the x-sizer device and made one pass (this is after the stent was placed)then made a second pass and the device locked up, just quit working. The physician tried the reverse button and the system still would not work. The physician then pushed the sheath up against the end of the stent to provide counter traction and then pulled the x-sizer device out. Upon removal it was observed that a strut from the stent was sticking out of the tip of the x-sizer